Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review lead fracture was observed via x-ray and pacing was not possible at max power. High impedance was also noted. No intervention was performed. There were no patient consequences.